Event description:
It was reported that the patient experienced weakness and sensory abnormalities in legs after an implant procedure. The physician believed that the patients spinal canal was too tight for the paddle lead causing pressure on the spinal cord. The patient underwent an explant procedure. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 599775.